Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that the clinician programmer and recharger both showed a power on reset (por) message when the implantable neurostimulator (ins) was being topped off on the day of the report. The ins had not been implanted and was still in the box but was scheduled to be implanted on the day of the report. The por code was unknown. The representative did not initialize the ins at the initialization screen but closed the session and then saw the por on the recharger. The representative was instructed on how to clear the por. The por was cleared and the device was implanted on (B)(6) 2015. There were no patient symptoms reported with this event.